Manufacturer narrative:
Manufacturer's investigation conclusion: no product was evaluated under this complaint. The heartmate ii device serial numbers, as well as other specific case/patient information, are not available. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii patient handbook rev. C are currently available. Section 1 of the IFU lists potential adverse events that may be associated with the use of the heartmate ii lvas. The patient handbook instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3: event date is unknown and has been estimated. Sections a and d: patient and device information is unknown. Device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported previously under MFR # 2916596-2025-00764 that were concerns for needing a tougher driveline. It was noted that there were deaths in the heartmate ii trial from car door transections. The heartmate ii trial was a bridge to transplant (btt) trial. The patient's heartware was "wear" tested by slamming doors due to this event. They were noted to be much tougher compared to heartmate drivelines. Heartmate 3 was noted to be better than heartmate ii which were delicate and flimsy.